Event description:
It was previously reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) defibrillation lead were explanted and replaced. However, subsequent information was later received that the system remained implanted and in service. This ICD was later explanted and replaced four years later for reported normal battery depletion. The ra and rv leads remain implanted and in service with the replacement device. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing that resulted in an inappropriate atrial tachy response (atr) mode switch. Additionally, noise was observed on the shock channel of the right ventricular (rv) defibrillation lead. The noise on the ra channel was recreated with physical movement. No asystole was observed as a result. Boston scientific technical services (ts) discussed programming options. An invasive procedure was performed. The device and leads were explanted and replaced. No additional adverse patient effects were reported.